Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 was continuously failing and maintenance required. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 had repeatedly failed. The field service engineer (fse) identified that the tower door was failing intermittently. The fse removed the center column from the tower and found that the latches were already greased. The harness was disconnected from the controller board, the connector was cleaned, and the cable was reconnected. The hardware testing application was launched, and final testing was performed. The customer verified that the tower door was functioning normally. The system functioned as intended after the field service engineer repaired the device.